Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient rep stated the patient was nonverbal and had cerebral palsy. The patient rep stated the patient's handset lags at 90% when trying to deliver a bolus. Agent reviewed considerations and clearing data. The patient rep confirmed issue was resolved through troubleshooting. The patient rep mentioned they had an appointment (B)(6).

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, product ID hh9020tdd, serial# (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that they needed to clear the history because it was taking a long time to get stuck at 90%. The agent walked the caller through clearing the history. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's mother (caller) regarding a patient receiving intrathecal baclofen via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient's personal therapy manager (ptm) lagged at 90% and would like assistance clearing the data. Tech services assisted in clearing data in ptm successfully, and the caller stated she would attempt bolus delivery later as the patient just received one. No further issues noted at this time.